Event description:
The customer reported hospitalization due to low blood glucose. Customer reported broken clip and mentioned that he was taken to the emergency room due to low blood glucose. Troubleshooting was done. Customer's blood glucose was 36 mg/dl. Customer stated that the doctor had previously changed his sliding scale settings on his insulin pump and the changes may have been to high. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.